Event description:
A customer reported ¿one (1) discrepant patient sample result for progesterone (prog iii)¿ on the aia-900 analyzer. The customer stated the initial patient sample result was 1.11 ng/ml, repeated the sample and result was 1.01 ng/ml. The customer sent the same sample to a reference laboratory (labcorp) and received 0.4 ng/ml, the expected result was less than 1.0 ng/ml. The customer was satisfied with labcorp result. No patient sample was available for further investigation; the customer did not redraw the patient sample and no other information was provided. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result. Technical support specialist (tss) suspected this was an isolated event due to possible interference for a single sample. Tss provided the customer with the assay specifications st aia-pack prog iii document to review regarding possible interferences and the customer did not want to further investigate on the issue. The aia-900 analyzer is functioning as expected. No further action required by technical support specialist.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The st prog iii analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pac progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Interference: interference is defined, for the purposes of this study, with recovery outside of 10% of the known concentration of the specimen after the following substances are added to human specimens. Hemoglobin (up to 460 mg/dl), free bilirubin (up to 16 mg/dl) and conjugated bilirubin (up to 19 mg/dl) do not interfere with the assay. Lipemia, as indicated by triglyceride concentration (up to 160 mg/dl) does not interfere with the assay. Protein, as indicated by added albumin (up to 0.5 g/dl), does not interfere with the assay. Ascorbic acid (up to 20 mg/dl) does not interfere with the assay. Tosoh automated immunoassays utilizing alkaline phosphatase-based technologies should not be used with samples from patients under asfotase alfa treatment. The most probable cause of the reported discrepant result was not established.

Manufacturer narrative:
Correction to section h10 statement: incorrect statement: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. Corrected statement: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints found during the searched period including this case.